Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient reported that he had a rash on his back under one of the therapy electrodes. The patient's physician prescribed the patient a lotion to use on the rash. Follow-up indicated that since using the lotion the rash improved.